Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 55 pca cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Loose cup - removed head liner and cup. Implanted our head and competitive cup and liner.